Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient advised he has had 3 instances of the cannula adhesive not sticking properly resulting in the cannula coming out of the skin. All 3 of these cannulas have been from the same lot. Patient advised when the cannulas fall out he notices straight away and this has not affected his blood glucose levels. Patient cannot remember exact dates. All 3 cannulas that fell out has been disposed. No adverse event alleged. Device not available for return.